Manufacturer narrative:
The device was not returned for evaluation. No model or lot number was provided. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
It was reported in literature article that patient received a pneumothorax during a superdimension enb procedure.